Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00454. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer biomed reporting a blower temp high error on a v60 ventilator. The device was reported not in clinical use. There was no patient harm. A philips remote service engineer (rse) reported customer biomed confirmed a 1122 diagnostic code in the v60 significant event log (blower temperature high). The blower temperature was greater than 95ºc for longer than 60 seconds. Customer confirmed the air inlet filter was not dirty. The rse shared the troubleshooting steps per the service manual; the customer requested onsite evaluation/repair of the device. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined blower replacement was necessary for correction. The blower was successfully replaced. The device was operational and passed verification testing after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed blower was returned to the product investigation lab (pil) for analysis. The pil technician (tech) visually examined the component and reported there was no evidence of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. Tech did verify a slight amount of contamination on the impellers of the blower. The pil tech installed the blower into a pil v60 standard test bed (stb) for testing. The returned component passed all tests per the trilogy/v60 blower motor troubleshooting procedure. The pil technician verified that there are no issues noted with the blower by way of blower winding testing, blower hall sensor testing, blower regulator testing and thermistor testing as well as mechanical rotation testing and blower operation on the stb. The technician also verified that the blower operates as expected on the pil stb with no issues or error codes generated. The customer allegation could not be confirmed; no fault found.